Manufacturer narrative:
As reported in a research article, stenosis of the valve was noted nine and a half years after implant and the valve was replaced on an unknown date. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications a more comprehensive assessment, including pathological examination of the valve tissue, could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
The abstract article, "trifecta bioprostheses: evaluation of the safety based on the study of degenerations according to the varc-3 classification", was reviewed. The research article is a retrospective single center experience to evaluate the intrinsic imputability of trifecta for dysfunction according to the varc-3 classification in patients implanted and to reassess their referencing in our center. Trifecta valve was the device associated with this study. The article concluded, the classification of failures according to varc-3 indicated the intrinsic imputability of the trifecta¿ bioprostheses regarding to the number of svd-type dysfunctions. Although this study has limitations, it shows the understatement of medical-devices-vigilance cases by the medical staff. [The primary author of this article is richez, ophelie, amiens-picardie university hospital, 1 rond-point du professeur christian cabrol, 80054 amiens, france, with email address of : richez.ophelie@chu-amiens.fr]. It was reported that on (B)(6) 2012, a 25mm trifecta valve was successfully implanted in a patient with calcified aortic stenosis. On (B)(6) 2021, echocardiogram showed normal left ventricular ejection fraction (lvef), left ventricular hypertrophy (lvh) with subaortic septal bulge, stenotic degeneration of the aortic bioprosthetic and vmax (maximum voltage/velocity) between 3.6 and 4 m/s and mean gradient between 35 and 40.5 mmhg (more on long diastoles). Minimal im. Left pressures were not assessable. The right ventricle (rv) not dilated. No pericardial effusion. Vci not seen. On (B)(6) 2021, transthoracic echocardiogram (tte) showed stenosing degeneration of the aortic bioprosthesis was observed. Consultation with cardiologist was ordered. It was reported that on an unknown date, a non-abbott device was implanted in the patient. The patient status is unknown. No additional information was provided